Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast or the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer is calling to report that this is the second occurrence of getting pump error alarms. Customer blood glucose was 97 mg/dl. Troubleshooting was performed and self test and displacement test passed. Product is expected to be returned.